Event description:
Eye irritation/infection since using contacts with each new pair. Treatment multiple times. Corneal ulcer currently. Dates of us: (B)(6) 2013. Diagnosis or reason for use: vision correction. Event reappeared after reintroduction: yes.